Event description:
It was reported that the product, upon visual inspection after filling, contained opaque, white fibers. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A video was returned, and showed a filled cassette with air bubbles and white particles. It¿s unclear if the particles were inside or outside the fluid path or on the cassette¿s surface. The complaint about white fibers can¿t be confirmed from the video. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.